Event description:
Received urgent tissue notification from cryolife for a femoral vein that had been implanted into a patient. This prompted a retrospective review of the case, revealing that the patient did have post-op infections requiring surgical intervention and long-term antibiotics. The patient underwent a right superficial femoral vein to suprarenal inferior vena cava with cryopreserved femoral vein, left to right superficial femoral vein to cryopreserved graft, and bilateral superficial femoral artery to cryopreserved vein arteriovenous fistula for venous obstruction (inferior vena cava, iliac, and bilateral common femoral) with venous claudication. The patient developed an infected left groin hematoma and femoral venous bypass graft disruption requiring wide, sharp debridement and jet lavage of bilateral groins, interposition vein graft to fem-fem venous bypass and bilateral sartorius flap coverage of femoral vessels several weeks later. Operative closure of both groin wounds was done several weeks later.